Event description:
(B)(4). Initial info for this spontaneous case was received from an (B)(6) physician via a company sales rep on (B)(6) 2007: a pt previously injected with poly-l-lactic acid (sculptra) experienced facial swelling following interferon treatment for chronic (B)(6). No further relevant info provided. Additional info for sculptra (lot #/ exp date unk) from product technical complaint report case ID (B)(6) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.